Event description:
Alleged the bed has no functions after replacing the left siderail umc board.

Manufacturer narrative:
The facility replaced the f9 fuse on the power control module to repair the bed.